Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (498 mg/dl), and large ketones. Reportedly, the pump was not delivering insulin. Customer was treated through manual injections and released from the emergency room 3 hours later. Reportedly, the customer was stable upon being released from the emergency room.